Event description:
Pt scheduled for bi-ventricular pacemaker in 2001, iss changed fluoro i.I. From the 9 inch installed to the 12 inch that was ordered the previous day. The iss rep also burnt out the rotation motor on unit as that time. This bi-ventricular care started without knowledge that not only was the definition sacrificed with the 12" installation, but that the rotation motor was non-functioning due to grainy, poor quality images, all available catheters were used to attempt to visualize the cs. This was unsuccessful. Bi-ventricular pacemaker installed with plans to subject patient to another procedure at another hospital for cs lead.